Event description:
An issue was reported involving insulin not being observed at the end of the tubing or cartridge pigtail. There was no adverse impact to the customer's blood glucose level. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and was guided through the process of filling and loading a new cartridge onto the pump. The customer was advised to replace supplies as necessary and resume insulin therapy.